Event description:
The customer reported that a patient that was placed in the caleo incubator had died from an infection due to an "airborne bug". The hospital initiated an internal investigation to determine where the airborne bug originated from. A 3rd party company swab.